Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open gastrectomy, the firing knob stopped at about a half point of firing. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is not reportable.